Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the core quickconnect cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and confirmed the reported physical damage but could not confirm the reported video issue; the video fault could not be reproduced. Since the customer had already received a replacement core quickconnect cable, the returned glidescope core quickconnect cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, the picture from an unspecified bflex bronchoscope would pop in and out and go black. The customer noted that the cable connection near the bflex was cracked ("we probably crushed it or something.") No delay in the procedure, use of a backup device, or harm to the patient or user was reported.